Manufacturer narrative:
The product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the account for further investigation. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that after an intraocular lens (iol) implantation procedure, experienced blurry vision at near and intermediate and also stated that the quality of life has diminished significantly. Additional information was requested and received from consumer stating it has become difficult to do paperwork, see in the mirror regardless of lighting. Seeing around a room was fuzzy. The consumer can sit at a computer most of the day and see fine. Sometimes can read cell phone and sometimes cannot see. Lighting doesn¿t seem to make a big difference. Distance vision was good enough and also have something floating around one of the eye (light hitting a floater), and large halos at night. There are two medical device reports associated with this patient. This report is associated with the right eye.